Manufacturer narrative:
Product analysis: visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material wear. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented with pre-operative diagnosis of degenerative disc disease. For which, on (B)(6) 2016, patient underwent surgery at levels c5-c6. Intra-op, after the surgeon had distracted the vertebral bodies, he put the cutter between the bodies and the cutter did not work. The surgeon removed the cutter, and tried without resistance, and the cutter worked. The cutter was put again between the vertebral bodies c5-c6 and the cutter did not work. After that a new cutter was used and the surgeon could do the milling step of the vertebral bodies c5-c6. Product came in the contact with the patient. No patient's complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.